Event description:
It was reported that the patient had been hospitalized at (B)(6) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 37 and 48 hours on the hips/buttocks. The patient ¿bumped¿ the pod whilst in the bath, causing the cannula to dislodge from the infusion site. The pod was removed prior to hospital admission. Symptoms reported included nausea and dizziness. The patient was treated with an unspecified infusion and ¿intensive¿ insulin therapy. The patient was discharged on (B)(6) 2026. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.